Event description:
Consumer placed "activating gel" on a metal belt, then strapped it around their waist and turned the electronic muscle stimulator to the "on" position. Consumer used the muscle stimulator for approx thirty mins, changing from their abdominal area to their thighs and calves. (A day later) consumer noticed burn marks to body where the muscle stimulator's metal belt had been strapped. Consumer immediately stopped using the electronic muscle stimulator. 02/2002 consumer called and explained the incident to MFR's rep. Rep offered consumer a full refund and told them to send the electronic muscle stimulator back to the MFR. Consumer has not agreed to the offer. Product was not damaged, repaired or modified.